Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#1627487-2019-00868. It was reported the patient presented to the ER due to pain near the lead and ipg sites after an abscess ruptured near the ipg incision site. Reportedly, the patient was advised to follow-up with the physician as the next course of action.

Event description:
Device 2 of 2; reference MFR. Report#1627487-2019-00868.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2019-00868.